Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+0.5/085 (sphere/cylinder/axis) into the patients left eye (os). The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+0.5/092 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6)2021 . The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+0.5/092 (sphere/cylinder/axis) into the patients left eye (os). The lens was explanted due to excessive vaulting. Additional information has been requested but none has been forthcoming. D4: serial #: (B)(6). H4: device manufacture date: 27-aug-2021. Claim # (B)(4).